Event description:
On (B)(6) 2012 it was reported that the vns patient was undergoing battery replacement that day and when diagnostics were performed with the new generator, high impedance was observed with an impedance value of >10,000 ohms. Prior to this, the patient was last interrogated and last had diagnostics performed in (B)(6) 2012 and the impedance was "ok." Pre-operative diagnostics had not been performed. The surgeon tried reinserting the lead pin into the generator but the impedance value was still 10,000ohms. The surgeon also tested the generator with the resistor pin and everything was fine with the generator. It was reported that the explanted generator was not going to be returned for product analysis and no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. Attempts for further information from the surgeon have been made but no additional information has been received to date. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that high impedance was seen. X-rays were taken but no discontinuity was visible. The patient was asymptomatic with no pain, no discomfort, and no known trauma. Attempts for additional information have been unsuccessful.

Event description:
The generator has not been disabled. Attempts for additional information have been unsuccessful. Surgery is likely but has not taken place.

Event description:
X-rays were received on (B)(6) 2013 and were reviewed. The generator placement appeared to be normal and the filter feedthru wires were intact. The lead wire was intact at the connector pin. Based on the angle of the image, the lead pin did not appear to be fully inserted past the second connector block however this cannot be confirmed. There does appear to be lead behind the generator however based on the image provided, this cannot be confirmed. No views of the patient's neck were provided. Additionally, it is unknown if any lead discontinuities or sharp angles exist in that portion of the lead. Based on the x-ray image provided, it appears that possible improper pin insertion could have contributed to the high lead impedance; however this cannot be confirmed based on the x-ray image provided. Additionally, the presence of a lead discontinuity in the portion of the lead body that could not be seen cannot be ruled out. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2013, this vns patient underwent lead revision. The explanted lead was discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.